Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: evaluation revealed that the pump was not returned with meter. Returned meter was paired with test pump to channel 13. Test pump and returned meter were exercised for 15hrs with no unprogrammed boluses delivered from the meter. Unable to duplicate the complaint. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an unusual (other) issue. The reporter stated that the meter remote delivers boluses by itself. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.